Event description:
The catheter was introduced over a wire guide and upon injection noted the tip of the catheter to be missing. The tip of the catheter was found near the bifurcation of the abdominal aorta. The physician attempted to retrieve the tip with a snare catheter; however, the tip separated again. A second attempt to retrieve with a snare resulted in the tip separating a third time. At this time the pt was taken to surgery where the segments were removed.